Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked case (battery tube) and cracked keypad overlay. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery test alarm due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.